Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that after admitting a patient to the g9 monitor, it would not show up at the central nurses station (cns). They only saw a greyed-out "admit" button at the cns, which prevented them from admitting the patient. No patient harm was reported. Technical support (ts) discovered that the g9 monitor was not connected to the network. The bme resolved the issue by reseating the network cable and rebooting the g9 monitor, enabling communication with the cns. However, the bme requested further investigation into the matter. Investigation summary: the log information of the g9 monitor in question was investigated. Nkc completed the investigation and identified a task related to network output that had stopped multiple times on the same day. Although the cause of the task stoppage was unclear, the repeated occurrence suggests a possible main board failure. As a solution, replacing the main board and updating the software to the latest version was recommended. A review of the history of the serial number identified no other reports of the issue. There were also no significant trends identified on the reported issue. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor: cns: model #: ni serial #: ni. Device manufacturer data: ni unique identifier (UDI) #: ni. Returned to nihon kohden: na. Bedside monitor: model #: bsm-1700, serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that after admitting a patient to the g9 monitor, it would not show up at the central nurses station (cns). They only saw a greyed-out "admit" button at the cns, which prevented them from admitting the patient. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?.

Event description:
The biomedical engineer (bme) reported that after admitting a patient to the g9 monitor, it would not show up at the central nurses station (cns). They only saw a greyed-out "admit" button at the cns, which prevented them from admitting the patient. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that after admitting a patient to the g9 monitor, it would not show up at the central nurses station (cns). They only saw a greyed-out "admit" button at the cns, which prevented them from admitting the patient. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that after admitting a patient to the g9 monitor, it would not show up at the central nurses station (cns). They only saw a greyed-out "admit" button at the cns, which prevented them from admitting the patient. No patient harm was reported. Technical support (ts) discovered that the g9 monitor was not connected to the network. The bme resolved the issue by reseating the network cable and rebooting the g9 monitor, enabling communication with the cns. However, the bme requested further investigation into the matter. An irc was conducted, and nk engineering provided the united gateway log and pcap analysis. Nkc completed the investigation and identified a task related to network output that had stopped multiple times on the same day. Although the cause of the task stoppage was unclear, the repeated occurrence suggests a possible main board failure. As a solution, replacing the main board and updating the software to the latest version was recommended. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.